Event description:
Caller reported that the insulin gauge displayed an amount different than expected, specifically noting a fill estimate issue with the pump showing 60 as the current fill estimate. There was no adverse impact to the customer's blood glucose level. The caller declined troubleshooting, and no further information about corrective actions was provided.